Event description:
It was reported that the patient's device had an issue with the columns placement and stopped working after sending out an error message. As a result, the patient's oxygen level dropped to 77% they were hospitalized for 7 days where they were put on oxygen. Patient did not have a backup device at the time of the event. Patient has received their replacement device and has since been released.

Manufacturer narrative:
B3: date of event is estimated. The unit came in for cosmetic flaws. The complaint was confirmed with lower hosing broken column screw holes due to overtightening column screw. Exhaust muffler filled with dust. Unit shut down with error 4b that caused users not to properly sit in the column. The data log shows multiple sieve warning and 02 low that caused by column contamination due to zeolite too much absorbed moisture.